Manufacturer narrative:
Concomitant: 5076-45 lead implanted: 2008-(B)(6).

Event description:
It was reported that an alert sounded for high impendace on the superior vena cava (svc) coil of the right ventricular (rv) lead. The svc coil was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.